Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31541887l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during right pulmonary vein (rpv) for afib ablation procedure with a thermocool smarttouch sf and the patient experienced blood pressure decrease/effusion that was treated with drainage. During the rpv ablation, the patient¿s blood pressure decreased, and upon confirmation with echocardiography, an effusion was observed, and the procedure was terminated. After drainage, patient's blood pressure increased. The patient is showing improvement. Physician's judgment on health hazard was non-serious (moderate/minor). No extended hospitalization. The physician's opinions on the relationship between the event and the product was that the left atrial appendage and the ridge are anatomically close together, and while ablating the ridge, it could have been the left atrial appendage that was ablated. The event may have occurred due to the influence of ablation with the thermocool smarttouch sf. No abnormalities were observed prior/during use of the product. Contact force (cf) monitoring methods included real time graph, dashboard, vector, visitag. Visitag coloring setting was tag index. Visitag additional filters was force over time (fot).

Manufacturer narrative:
On 13-jul-2025, additional information was received indicating the outcome of the adverse event was improved. The energy delivered was rf. The transseptal puncture was performed with rf needle. Prior to noting the pe or CT, ablation has already been performed. The event occurred during the ablation phase. The patient did not require cardiac surgery. No error messages observed on biosense webster equipment during the procedure. No catheter exchanges occurred during the procedure. One transseptal puncture site was performed. Around 40 ablations were performed with r f energy in the pulmonary veins. No ablations were performed outside the pulmonary veins. No evidence of steam pop. The flow settings used for irrigation were pre: 1sec. And post: 1 sec. The correct catheter settings were selected on the generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).